Event description:
Notice from hospital states a pt was diagnosed with loosening of a total knee implant with osteolysis and titanium debrise. Devices were only identified as an uncemented porous coated femoral component; a titanium tibial tray without pegs and an 8mm poly insert. No revision surgery was reported.